Event description:
Rptr had two track mounted versions of the system that have had ongoing problems with brushes overheating. The brushes make contact with power by pressing against contact strips in the "side extrusions," which go from end to end and act as a dress cover for the mounting track. The side extrusions are made from flexible plastic. The plastic apparently warps or bends, moving the extrusion away from the brushes. Rptr then gets arcing from the contact strips to the brushes. This causes burn (melt) spots on the side extrusion, and heats the brushes. When the brushes become hot, the plastic brush housing also overheats. The terminal inserts on the back of the brush housing (hot, neutral and ground connections) now slip out of the hosuing, moving the brushes farther from the contact strips until the lamp loses power completely. Co has been actively involved in replacing brush housing assemblies, side extrusions, and adding spacers to move the brush housing assemblies closer to the contacts. One unit has had 4 brush assemblies and three side extrusions replaced, and the other unit has had 5 brush assemblies replaced (each unit consists of three lamps and brush assemblies) in the course of one year. Co has been actively involved in replacing brush housing assemblies, side extrusions, and adding spacers to move the brush housing assemblies closer to the contacts. One unit has had 4 brush assemblies replaced (each unit consists of three lamps and brush assemblies) in the course of one year. It is obvious there is a brush to side extrusion contact problem, and co is looking for a resolution.